Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported an external fluid leak was observed originating from the tubing of a prismaflex st150 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, photographs and video of the sample was provided for evaluation. During visual inspection of the provided photographic sample, leakage was observed from the replacement post pump line and the replacement line connected to the deaeration chamber. The reported condition was verified. Regarding the leak at the level of the replacement line connected to the dearation chamber: due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. For the leak at the level of the replacement post pump line, the lines of the set including spikes are provided by one of our internal suppliers. The manufacturing plant has several control measures in place to help identify failure modes of this nature. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.